Event description:
It was reported that the patient was in a trial and their lead ¿came off¿ and appeared frayed and twisted with nothing holding it back anymore. The patient went to the ER. The patient checked in with their doctor for a stage 2 evaluation on (B)(6) 2015 and the lead was completely cut. Fluoroscopy was done and the whole lead had migrated. The lead had to be replaced on (B)(6) 2015. The patient went on to a full implant and the lead was replaced at the same time as the battery placement. The patient status was unknown at the time of the report. There were no patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).